Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Monitor mfg. Date: 09/10/2014; electrode belt mfg. Date: 08/02/2010.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2019 at 10:15 am while wearing the lifevest. It was reported that the patient was found by ems, alone and unconscious in his car on the side of the road. The patient's heart was reportedly still beating and the patient had the lifevest on. The patient later passed away in the hospital reportedly from a blood clot. Per clinical review of the available ECG recordings, noise on both channels, bradycardia, and therapy electrode placement faults was detected. Per the continuous ECG recordings, the patient was in ventricular tachycardia (vt) at 150 bpm with motion/CPR artifact between approximately 10:08:31 until the electrode belt was disconnected at 10:15:50 am on (B)(6) 2019. The patient was in vt for approximately 1 minute and 27 seconds. Motion artifact and the patient's heart rate being at or below the prescribed treatment threshold prevented the patient from being treated by the lifevest. The patient's physician prescribed treatment threshold for vt was 150 bpm. The monitor and belt were returned and found to be fully functional. There were no allegations that the device caused or contributed to the patient's death.